Event description:
During a breast biopsy, the dr was placing a second clip when the dr noticed the clip applier was sticking out of the sample notch aperature. The dr tried removing the probe and the probe was difficult to remove from the breast. The dr pulled hard on the probe and the blades on the probe tore the skin around the skin nick. The pt required sutures to close the torn tissue. No other pt consequence occurred.